Event description:
Cracks in plastic material around bearings resulting in potential for failure of blood pump and requiring premature termination of bypass. No pt injury although defect could potentially be life threatening.